Manufacturer narrative:
An event of device embolization and blocked right pulmonary artery were reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the instructions for use, artmt100092326 ver. A, "the safety and effectiveness of this device for cardiac uses (e.g., patent ductus arteriosus, paravalvular leak closures) and neurological uses have not been established."

Event description:
It was reported that on (B)(6) 2021, two devices, each a 10 mm amplatzer vascular plug ii, were attempted for implant for a paravalvular leak of mitral valve. Both devices were determined to be mis-sized. Then, a 14 mm by 5 mm amplatzer vascular plug iii was implanted during procedure, but approximately 12 hours after procedure, it embolized on the same day and blocked the upper right pulmonary artery. On (B)(6) 2021, the device was successfully snared from the patient. On (B)(6) 2021, two devices, each an 8 mm amplatzer vascular plug ii, were implanted to resolve this event. The patient status was reported as stable. The patient did not experience any clinical signs or symptoms during or after this event, and the patient did not experience any permanent injury or damage as a result of this event. The cause of embolization of the device is unknown. No additional information was provided.